Manufacturer narrative:
Customer was contacted and confirmed there was a small crack in the cap for compartment a. Customer did not report system issue. Customer was sent replacement.

Event description:
Customer contacted beckman coulter inc., (bci) stating that a small hole on the cap of the bottle lead to leakage of the reagent. No injury was reported on this issue.